Event description:
It was reported that the pacemaker alerted due to the right ventricular (rv) automatic threshold test being suspended due to low evoked response. Trends showed a marked drop in the rv pacing percentage and a decrease over time in the rv pace impedance to 543 ohm. A stored electrogram demonstrated possible rv loss of capture. Technical services recommended assessment of the rv lead position. The rv lead remains in service and no adverse patient effects were reported.

Event description:
It was reported that the pacemaker alerted due to the right ventricular (rv) automatic threshold test being suspended due to low evoked response. Trends showed a marked drop in the rv pacing percentage and a decrease over time in the rv pace impedance to 543 ohm. A stored electrogram (egm) demonstrated possible rv loss of capture (loc). Technical services recommended assessment of the rv lead position. The rv lead remains in service and no adverse patient effects were reported. Additional information received indicated that the pacemaker alerted again due to low rv amplitude. Review of the atrial threshold test egms demonstrated that there appeared to be rv loc that was concurrent with an instance of atrial loc, as well as further concurrent signals on egms that could indicate rv lead dislodgement into the atrium. The rv impedance was approximately 700 ohms. Technical services recommended urgent review of the rv lead. No adverse patient effects were reported.